Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A battery performance alert was observed. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in oct 2016. The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the medical center for a scheduled follow up in (B)(6) of 2020. Upon examination, the implantable cardioverter defibrillator displayed over three more years of battery life. On (B)(6) 2020, the patient presented to the emergency room after receiving a vibratory alert. The device was then explanted and replaced. The patient was discharged from the hospital after the procedure.